Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(6) 2024 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9 and h6. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm if the entire needle pulls off/detaches from the suture or if the needle broke into separate pieces. If other, please provide additional details. Appears needle and suture were detached where they meet. * can you identify the lot number of the products that were used? No. * did the needles fall into the patient? How were they retrieved? No- was used on knee closure and in pickups when broke * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - heather osborne - asst nurse manager * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. -shipper kit was delivered to house yesterday and shipped out today.

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and a barbed suture was used. During the procedure, after the surgeon took the first pass, the suture and needle broke. It was further described that the needle and suture were detached where they meet. The needle did not fall into the patient. The needle was retrieved and the procedure was completed with a new suture without patient harm. Additional information was requested.